Event description:
The hcp reported that the patient is experiencing increased spasticity and itchiness since 07/06/2006. The previous pump was replaced 2 months earlier due to "end of life." The patient is being treated with oral baclofen. A catheter access port dye study shows that the catheter is in the intrathecal space. A follow-up report will be sent if additional information becomes available.